Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect following a fall. The pt had a broken hip and was in traction in the hospital following the fall. Additional information was requested.